Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported to resolve the issue they turned the device down and then went up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient looked terrible when they got home yesterday. They explained the patient did not look good. They noticed tremors in both the patient's hands. They checked the patient's implantable neurostimulator (ins) with the patient programmer (pp) and noticed the stimulation was off because they did not see the lightning bolt in the ins icon and there was an alert symbol flashing. They confirmed that they were able to turn the ins back on, but once the ins was back on, the patient was "pretty wild" and saw "purple dots", so they turned the ins off, decreased the amplitude, then turned it back on. The stimulation is still at a lower setting and needs to work its way back up. They are not sure how the ins turned off and was a little under 50% when they turned it back on. They were redirected to the patient's healthcare provider (hcp) for guidance. The patient was also educated on how to change the programmer from icon only to icon and text mode.